Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 0.5ml 12.7mm 30g syringe. Consumer stated found missing needle on one syringe during injection. She thinks the needle is in the needle shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel; no damage was observed on the barrel. A review of the device history record was completed for batch# 7338749. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications (B)(4) noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe CAPA 97451 has been opened to address this issue.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was missing the needle on one syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no.: 328466, batch no.: 7338749. It was reported the needle was missing on one syringe, the consumer believes the needle is in the needle shield. Please cross-reference (B)(4). (B)(4) addresses the issues(s) with an unknown date of occurrence. Verbatim: she found missing needle on one syringe this morning (3/11)during injection. She thinks the needle is in the needle shield. Sending mail kit for the sample and voucher. Ndc 328466 ; lot# 7338749; exp- 12/31/2022".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was missing the needle on one syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no.: 328466 batch no.: 7338749. It was reported the needle was missing on one syringe, the consumer believes the needle is in the needle shield. Please cross-reference (B)(4) addresses the issues(s) with an unknown date of occurrence. Verbatim: she found missing needle on one syringe this morning (3/11)during injection. She thinks the needle is in the needle shield. Sending mail kit for the sample and voucher. Ndc (B)(4); lot# 7338749; exp- 12/31/2022".